Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent became stuck within another stent. The physician was attempting to cross the taxus express2 8.8% 3.0 x 12 mm stent through a stent that was placed in the circumflex (cx) months prior. The distal edge of the previous stented area appeared aneurysmal, so the physician planned to stent that area with the taxus 3.0 x 12 mm stent. The taxus 3.0 x 12 mm stent was able to advance through the proximal area of the previously placed stent when it became stuck within the stent. The physician tried to remove the taxus 3.0 x 12 stent but it would not come out. The physician dilated and post dilated the taxus 3.0 x 12 stent, overlapping the proximal portion of the previously placed stent without incident. The physician then placed another stent at the distal edge of the previously placed stent, covering the aneurysmal area of the cx artery. The pt did well and was discharged from the hospital the following day.